Manufacturer narrative:
It's known that an improper installation, maintenance or a collision can lead to the spring arm cover falling off. The device was evaluated and repaired by our local partner.

Event description:
The joint cover on an ondal spring arm, attached to the trumpf medical surgical light came off during a surgery and fell, landing outside of the operative field. No patient injury occurred.